Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water flow was low, but the device did not display any operating issues. The temperature remained abnormally cold and the patient's temperature did not decrease. A few manipulations were done via telephone to include, draining, reconnecting the pads, and adding water to the tank. The client was asked to change the pads and open a new kit so that therapy could resume without any concerns. It appears that the pads are defective.

Manufacturer narrative:
The reported event was unconfirmed. The pads were inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and pad was found completed sealed, the connector were found free of damages, and the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pads returned. Per the functional testing, the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿

Event description:
It was reported that the water flow was low, but the device did not display any operating issues. The temperature remained abnormally cold and the patient's temperature did not decrease. A few manipulations were done via telephone to include, draining, reconnecting the pads, and adding water to the tank. The client was asked to change the pads and open a new kit so that therapy could resume without any concerns. It appeared that the pads were defective.